Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer powers up and prints ok with no overheat error. Noisy power supply and system fan.

Event description:
It was reported the programmer gets overheating error and will not print. The programmer was returned for repair. No patient involvement was reported.